Manufacturer narrative:
Unit was returned with keypad anomaly. Unable to perform the following tests: displacement test, rewind, prime/seating, basic occlusion test, occlusion test, force sensor test, active current test, passive current test, self test due to keypad anomaly. Unit was not able to pass the keypad voltage test due to the buttons not meeting voltage minimum: back button (0.0017v), upwards button (0.000v), left button & select button (0.004v). Unable to download pump history data due to keypad anomaly. The keypad was not responsive during testing. The insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, fading serial label, cracked retainer. Keypad unresponsiveness is confirmed. Pump error 43 is not confirmed. Additional cosmetic damages are noted on unit. Moisture damage was found and located at pcba 1, pcba 2, motor . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.